Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss. (B)(6). 1x 26332 astra ev 4.2c by 9, lot 524408, placement date: (B)(6) 2025, removal date: (B)(6) 2026, patient: (B)(6), issue: " bone loss at time of uncovering implant".

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 1930. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code.